Manufacturer narrative:
The investigation determined that imprecise, lower than expected amon results were obtained from a vitros liquid performance verifier (lot e6164) using a vitros amon reagent tested on a vitros 350 chemistry system. The most likely assignable cause of the lower than expected vitros amon quality control result is an instrument event related to micro slide incubator contamination. Prior to cleaning the microslide incubator slots and replacing the microslide incubator evaporation caps; the within-run vitros amon precision test was outside of ortho guidelines indicating the vitros 350 system was not performing as intended. Acceptable within-run precision vitros amon results were obtained after the customer cleaned the microslide incubator slots and replaced the microslide incubator evaporation caps indicating an instrument related issue is the likely assignable cause of the event.

Event description:
A customer obtained imprecise and lower than expected vitros amon results from a vitros liquid performance verifier using a vitros amon reagent (lot 018-0249-8235) when tested on a vitros 350 chemistry system. Vitros liquid performance verifier ii lot e6164 vitros amon result 132 umol/l versus midpoint of rom 196.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).